Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction occurred and the pump display was not showing. Customer charged the pump for over 8 hours and the reported issue was resolved. Customer's blood glucose was 110 mg/dl.